Event description:
It was reported that patient experienced a cgm error and needed assistance. There was no reported impact to the customer¿s blood glucose level. Caller contacted technical support, was guided through a complete pump reset, and successfully restarted sensor session with no further cgm error reported.